Event description:
The nurse reported system messages displayed during setup. The first case had been completed and the second case was being set up. The system was rebooted several times but the system messages would not clear. The pt had been blocked, but no incision had been made. This case and the following case were cancelled. The surgeries were completed on (B)(6) 2010 without incident. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported in the event log. The company service representative could not duplicate the system messages reported. The communication, signal, and power cables were removed and reconnected as a diagnostic measure. The system was tested for two hours with no system messages displayed. The system was left on overnight. No system messages displayed. The system was then tested and met all product specifications. (B)(4).